Manufacturer narrative:
Film review has been completed. Review of pre-implant films and sizing worksheet confirmed that the patient¿s proximal neck was severely angulated; the infrarenal neck was angulated 90 deg p-a (between the renal arteries and the start of the aaa) and 90 deg a-p from the proximal sac to the distal sac. The neck diameter just below the renals measured ~21mm, and the neck length was ~2cm. The max diameter aaa measured 5.5cm (centerline) and contained irregular-shaped thrombus. The distal aortic diameter measured 3.5cm. The iliac arteries were minimally tortuous with mild calcification; bilaterally. The rcia ranged in diameter from 14 ¿ 23 ¿ 20mm along the 45mm length, and the lcia ranged in diameter from 12 ¿ 11 ¿ 15mm along the 40mm length. The exact cause of the inaccurate delivery (low placement) leading to the proximal type I endoleak observed during implant could not be determined from the images provided. Films during implant and post-implant were not available for review. However, it appears likely that the severely angulated (off-label) proximal neck may have contributed to these events. The type ii endoleak was patient related.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.9 cm in diameter abdominal aorta aneurysm. The bifurcated graft traversed the patient's anatomy without difficulty over a lunderquist wire. There were no issues with deployment, the gate cannulated, the contralateral limb was advanced to intended landing zone without incident and complete deployment, tip recapture and bifurcated deployment system retrieval was effortless. After kissing balloons (reliant balloons) were used the final angiogram showed that the graft had slipped approximately 1cm distal to the lowest renal artery causing a type ia leak. The patient's anatomy was clearly outside the IFU, having 2 approximately 90 degree bends in the aorta distal to the renal arteries and prior to the aneurysm. The physician knowing this prior to the procedure thought it in the patient's best interest to proceed end ovascularly. An endurant ii aortic extension was inserted without difficulty and deployed at the level of the lowest renal artery. The delivery system retrieved followed by ballooning with a reliant of the aortic cuff. The following completion angiogram showed a late type ii leak which the physician thought to be from a large inferior mesenteric artery previously noted from the preprocedural cat scan. Per the physician the cause of event was related to the patient's anatomy; the 2 approximately 90 degree bends in the aorta below the renal arteries and prior to the aneurysm. The total neck length was estimated to be between 18-23mm from the cat scan (pre procedural). No additional clinical sequelae were reported and the patient is fine.